Event description:
Medical records for the patient were received from the date the generator was implanted indicating a 2-0 silk sutured was used to secure both the lead and generator when implanted in the patient.

Event description:
It was reported that the patient was referred for surgery due to the patient not liking his vns moving around in his chest. During the surgery, the generator pocket was made deeper and the same generator was re-implanted in the patient. The lead was connected back to the generator and interrogation/system diagnostics were performed with lead impedance and battery being good. No additional relevant information has been received to date.